Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to stress of repeated use, external factors, or handling. The event can be detected/prevented in accordance with the following instructions for use: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus flex deflectable videoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a pinhole on the universal cord the water tightness was lost. In addition to the reportable malfunction documented in b5, the additional device non-reportable findings were as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the forceps elevator had a scratch, the label on the light guide connector was peeled, the light guide cover glass had a scratch, the video connector case had a crack, switch 1 was damaged, and due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.